Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure the customer's condition since the initial call; customer condition improved. No symptoms or medical attention reported since the original call.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with results obtained of 504, 375 and 527mg/dl. The expected fasting blood glucose test result range is 150 to 200mg/dl. The customer did report symptoms of headache. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2018, a back to back blood test was performed fasting by the customer and produced test results of 504 and 375mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 12/20/2018 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (date/time not stored correctly): result 1:458mg/dl date: (B)(6) 2018 time:6:17pm non-fasting; result 2:368mg/dl date:(B)(6) 2018 time:9:42pm non-fasting; result 3:380mg/dl date:(B)(6) 2018 time:1:22pm non-fasting; result 4:218mg/dl date: (B)(6) 2018 time:2:00pm non-fasting; result 5:527mg/dl date:(B)(6) 2018 time:10:16am fasting.